Event description:
It was reported that the cartridge was not fitting properly on the pump because it was not fully snapped in, and an o-ring on the pneumatic tap caused the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the problem, the customer was instructed to remove the o-ring, clean the pneumatic tap area, and reload the cartridge, which was done successfully, allowing them to resume insulin therapy.